Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event.it was reported by (B)(6) that during an unspecified surgical procedure, it was observed that three cutting burr devices broke. It was reported that the devices were being used with a motor device and a short attachment device. It was reported that the first burr device broke during drilling. It was determined that the surgeon opened a brand new package to continue the surgery but the cutting burr device broke again. It was determined that the surgeon opened another brand new package but the third cutting burr also broke. It was reported that there was no delay in the procedure due to the event as spare devices were available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as mar 28, 2017 on the previous medwatch report. Please note that the correct date of return is apr 27, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken, the angle indicates that there was excessive force applied. It was determined that the cause of the condition that the ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.